Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. It was noted that the patient has a medical history of spine fusion. It was reported that the patient came into the clinic for a follow-up appointment about two years post implant. They were doing well but read about dtm programming and had been using evolve settings. They requested to try the latest programming just to see if it did anything different or better, although they had been very happy with their system. Upon interrogation and an impedance check, the rep found that contact 7 was open and 3-6  and 10-12 were reported as possible shorts. The patient had not reported any falls or issues with the system and indicated that they had never received a settings not available message. The rep was able to program dtm using electrodes that corresponded to the proper anatomical landmarks and they did not received any oor messages or other indications of  impedance issues. Contact 7 was not needed. The plan was to allow them to try the dtm programming and see how it does and continue to monitor if the impedance issues becomes a problem. At this time the system is working fine for the patient and no other interventions are planned. The issue was resolved.